Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested review of this pacemaker system presenting electrogram (egm) due to concerns of intermittent loss of capture (loc) on the right ventricular (rv) channel. Upon review, ts confirmed high pacing thresholds and intermittent loc in the rv channel, however, was unable to determine the cause due to lead impedance measurements appeared to be stable and normal within limits. The hcp noted that isometrics were performed and were unable to produce any noise. The hcp stated the physician will continue to monitor the patient and ts discussed programming options with the hcp. At this time, the rv lead remains in service. No additional adverse patient effects were reported.